Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The indication for the procedure was restenosis of an unspecified stent located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery (lad). The vessel was predilated with a 2.5mm balloon and the physician attempted to advance a 2.25x12mm taxus express2 atom stent, but was unable to cross the lesion. Several attempts were made, however, when the physician attempted to remove the device, he noted "a little" resistance. When the device was removed from the patient, the physician noticed that the stent was no longer on the balloon. The stent had dislodged in the lad. The dislodged stent was pushed down the lad and deployed proximal to another stent. No further complications occurred. Patient status is satisfactory.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.